Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels displayed as "high" on the continuous glucose monitor. Reportedly, customer believes the cause to be the infusion sets; however no damage was noticed and ultimately the cause was unknown. Additionally, it was reported that insulin was exposed to extreme cold. Bg was addressed via a correction bolus, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level.